Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens implantation procedure it was observed that the haptic jammed in delivery system (bonded back placket) but it was implanted to the patient.